Manufacturer narrative:
Additional information: h6. Replace 114 with c1601; replace 4315 with d0301. H10: the cause of the condition was determined, to be inadequate solvent application, during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that the female connector was separated from the main body. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue cap (female connector) and the light blue portion (main body) of a peritoneal dialysis (pd) transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: d1:, d4: catalogue # and g5: PMA/510k # (omitted on follow up #1). D1: brand name is minicap transfer set; d4: catalogue # is 5c4483; g5: PMA/510k # is k192705. H10: functional testing including leak, clear passage and clamp function testing were also performed, with no issues noted. The insert/chip was not present on the female connector, but there was evidence that one was present. There was evidence of solvent inside the barrel of the light blue main body component. Should additional relevant information become available, a supplemental report will be submitted.